Event description:
Customer reported via phone call that they have cracks on the insulin pump. Customer states that their insulin pump is not working accurately. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Unit received with no vibration alert during self-test due to broken black wire on vibrator motor. No auto off alarm noted. Unit received with minor scratches on lcd window. Unit received with broken belt clips lot and battery tube threads. Unit received with corroded battery tube.